Manufacturer narrative:
B3: unknown event date; no information has been provided to date. The device was returned for root cause analysis and the investigation findings concluded after a visual inspection and an accuracy test that field, the probable cause was deemed to be the expulsor assembly. The customer problem was duplicated. Service history review indicated the last repair in may 2024 was related to this complaint. The manufacturer representative replaced the expulsor assembly, keypad, and the labels. The pump passed all functional tests after the replacements and performed as intended.

Event description:
It was reported that the service of the pump was still failing and while measuring 21.3 grams for 20.0 ml, that was greater than 6% tolerance. The use of different bags and delivery set had been checked with the same results. The digital scale was calibrated. There was unknown patient involvement and unknown patient harm/adverse event reported.